Manufacturer narrative:
Section a1 - patient identifier, a2 - age at time of event, a3a - sex: patient 1:sample ID (B)(6), 69-year-old, male. Patient 2: sample ID (B)(6), 74-year-old, male. Patient 3: sample ID (B)(6), 62-year-ol, female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results on multiple assays generated by the architect (B)(6) processing module for three patients. The initial results were not released from the laboratory. The samples were retested on another instrument, and those results were reported. The following data was provided: customer¿s reference ranges: magnesium: 1.6 to 2.6 mg/dl chloride: 101 to 110 mmol/l carbon dioxide: 22 to 29 mmol/l potassium: 3.5 to 5.0 mmol/l patient 1: sid: (B)(6) (69-year-old, male) initial magnesium result = >9.5 mg/dl, repeat results (same instrument) = 1.1 mg/dl, 2.2 mg/dl repeat results (another instrument) = 1.1 mg/dl (1:2 dilution), 2.2 mg/dl (undiluted) patient 2: sid: (B)(6) (74-year-old, male) initial magnesium result = 8.2 mg/dl, repeat result (another instrument) = 2.1 mg/dl patient 3: sid: (B)(6) (62-year-ol, female) initial chloride result = 102 mmol/l, repeat result (same instrument) = 104 mmol/l repeat chloride result (another instrument) = 129 mmol/l initial carbon dioxide result = 43 mmol/l, repeat result (another instrument) = 24 mmol/l initial potassium result = 7.1 mmol/l, repeat result (another instrument) = 4.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect c8000, serial number (B)(6). The field service representative (fsr) inspected the instrument determined the dirty manifold, low conc waste, lower (rohs) was determined to be the cause of the result issue. The fsr cleaned the part and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends for the architect c8000 instrument with regards to the customer reported event. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed discrepant results on multiple assays generated by the architect c8000 processing module for three patients. The initial results were not released from the laboratory. The samples were retested on another instrument, and those results were reported. The following data was provided: customer¿s reference ranges: magnesium: 1.6 to 2.6 mg/dl chloride: 101 to 110 mmol/l carbon dioxide: 22 to 29 mmol/l potassium: 3.5 to 5.0 mmol/l. Patient 1: sid: (B)(6) (69-year-old, male) initial magnesium result = >9.5 mg/dl, repeat results (same instrument) = 1.1 mg/dl, 2.2 mg/dl repeat results (another instrument) = 1.1 mg/dl (1:2 dilution), 2.2 mg/dl .(undiluted) patient 2: sid: (B)(6) (74-year-old, male) initial magnesium result = 8.2 mg/dl, repeat result (another instrument) = 2.1 mg/dl. Patient 3: sid: (B)(6) (62-year-ol, female) initial chloride result = 102 mmol/l, repeat result (same instrument) = 104 mmol/l, repeat chloride result (another instrument) = 129 mmol/l, initial carbon dioxide result = 43 mmol/l, repeat result (another instrument) = 24 mmol/l, initial potassium result = 7.1 mmol/l, repeat result (another instrument) = 4.0 mmol/l , no impact to patient management was reported.